Event description:
It was reported that encountered a major issue this afternoon while using the vitom 3d system. The pilot became unresponsive. The patient was already opened and under anesthesia, which placed the patient at significant risk. Procedure was completed without any patient damage, however there was 1 hour delay. Since the patient already under anesthesia and opened with delay of 1 hour, this case is reportable.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).